Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose over 600 mg/dl without symptoms associated with an intermittent sound issue. Reportedly, the patient discontinued pump therapy and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support (cts), it was revealed that the audio settings were correctly programmed. Also during troubleshooting, the audio tone feature was tested and was not resolved. This complaint is being reported because the patient allegedly experienced hyperglycemia because of intermittent sound to the pump.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: the pump booted to the verify screen with audible and vibratory features. The audio sound reading was found to be with in specification. No intermittent sound was duplicated during testing. The black box showed that on (B)(6) 2015 at 22:59 a replace cartridge alarm was recorded; deliveries never resumed. The daily insulin delivery totals correctly reflected the user's programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering within required range and delivering accurately. Unrelated to the original complaint the display screen had a pinkish contrast. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.